Manufacturer narrative:
Updated information in section h6 (investigation findings and investigation conclusions) section e1 (telephone number): (B)(6). H11. Additional narrative/data. The device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Attempts to retrieve additional information were unsuccessful. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported by the edwards lifesciences affiliate in brazil, this 15-year-old patient with an edwards magna valve implanted in pulmonic position underwent reintervention for a valve-in-valve procedure after an implant duration over eight (8) years for unknown reason. Reportedly, there was no allegation of device related malfunction. A 26mm transcatheter valve was successfully implanted within the edwards surgical valve.